Event description:
Nurse attempting to wedge catheter met no resistance attempted 2nd time. Physician checked her and agreed it was not functioning. Physician removed catheter to replace it. While inserting 2nd catheter pt became bradycardic (heart rate 52). The pt was coded. Attempt to resuscitate was unsuccessful. Upon exam of the original catheter the balloon was noted to be deflated. Attempt by nurse to inflate the balloon was unsuccessful.